Event description:
It was reported the patient underwent revision of their implanted lead. The patient experienced a lack of effect. The cause of the event and the reason for the revision were unknown. The lead was replaced with a surgical lead.